Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that her meter was prompting an apply sample message and the meter was also prompting an error 4 message. The pt stated that she was using the correct testing technique. The pt contacted her medical professional for advice. The treatment was reported as "took insulin". It is not clear if the pt took insulin per her normal medication regimen or if she was advised to take extra insulin. No symptoms were reported. The issues were not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient. Medical affairs attempted unsuccessfully to reach the pt for more info. A letter is being sent as a second attempt.